Event description:
It was reported that a patient had a breast biopsy in 2009, and had the marker deployed into the site, is now experiencing soreness and has a palable 1cm nodule where the marker was deployed. No additional treament at this time.

Manufacturer narrative:
Date sent: 11/12/2009device was not returned for evaluation.